Event description:
It was reported that the release bar and seat support struts were broken off the chair and the chair would not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.